Event description:
The patient was implanted with a siltex saline mammary prosthesis on 5/14/94. Subsequently, the pt experienced a deflation, capsular contracture and seroma. The device was removed on 1/26/97.